Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10, h11. The biopatch with unknown ID was not returned for evaluation, no photos of the affected area were provided, and lot number information was not reported. Therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. However, of the different patient conditions reported, the one that could possibly be related to the use of biopatch was itching. In the case where biopatch was the cause of the reported condition, the most probable cause would be that the device was used on patient with material sensitivity. Notwithstanding, the definite root cause of the reported issue cannot be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch (B)(4). Study: 43-year old, 190-lb, female patient. "The patient underwent pulmonary hypertension; worsening of pulmonary hypertension, presyncope, fluid retention. Tape and biopatch that she has been using since getting out the hospital makes her itch (adhesive tape allergy). " the patient began therapy with remodulin (treprostinil sodium, concentration 5.0 mg/ml) on 26 apr 2021 for primary pulmonary arterial hypertension. The current dose was reported as 0.083 microgram/kg, continuous via intravenous (IV) route. On (B)(6) 2024, 2 years 10 months 25 days after initiating IV remodulin, the patient had been admitted to the hospital due to pulmonary hypertension "concomitant medication included: acetaminophen, pantoprazole sodium, tadalafil, tramadol hcl, spironolactone, ondansetron odt and torsemide. Relevant medical history included primary pulmonary arterial hypertension." "Action taken with IV remodulin was not reported for the event of pulmonary hypertension. At the time of reporting, the outcome of pulmonary hypertension was unknown." "The reporter did not provide causality for the event of pulmonary hypertension." "Follow-up information was received as solicited report on 22 mar 2024 from the hospital pharmacist from a patient support program via a specialty pharmacy." "On (B)(6) 2024, the patient was admitted to the hospital due to presyncope symptoms. The patient might transition from IV remodulin to IV veletri (epoprostenol) while inpatient. Action taken with IV remodulin was not reported for the event of presyncope. At the time of reporting, the outcome of presyncope was unknown." "Follow-up information was received on 04 apr 2024 from a nurse on behalf of the reporting physician via a query response." "The physician confirmed that the cause of presyncope was worsening pulmonary hypertension (previously reported pulmonary hypertension). At the time of reporting, the outcome of pulmonary hypertension was not resolved, and the outcome of presyncope was resolved on an unreported date in 2024." "The reporter assessed the causal relationship between IV remodulin and the events of pulmonary hypertension and presyncope as not related." "To follow-up information was received as solicited report on 11 apr 2024, from a consumer from a patient support program via a specialty pharmacy." "Hospitalization end date as 2024 was added to the events pulmonary hypertension and presyncope. On an unreported date in 2024, the patient was in hospital stay for fluid retention. Action taken with IV remodulin was not reported for the event of fluid retention. At the time of reporting, the outcome of fluid retention was unknown." "The reporter did not provide causality for the event of fluid retention." "Follow-up information was received as solicited report on 22 apr 2024 from the consumer from patient support program via specialty pharmacy." "Hospitalization end date of 2024 was added to the event of fluid retention. Co-suspect medicinal product included: (unspecified) tape and biopatch (chlorhexidine gluconate). Since an unreported date in 2024, the patient¿s tape and biopatch that she had been using since getting out of the hospital made her itch (dermatitis contact). Action taken with IV remodulin was not reported for the event of dermatitis contact. At the time of reporting, the outcome of dermatitis contact was unknown." "The reporter did not provide the causality for the event of dermatitis contact with IV remodulin. The reporter¿s causality for the event of dermatitis contact with (unspecified) tape and biopatch was considered to be possibly related." Case comment/senders comment: "the company has assessed the serious adverse events of pulmonary hypertension, presyncope and fluid retention as not related to IV treprostinil. The events in this case were likely related to the underlying chronic and progressive pulmonary arterial hypertension."